Event description:
The customer reported via telephone call that the insulin pump alarmed for the battery. The blood glucose reading was 101 mg/dl. No troubleshooting could be done for the battery alarm because the buttons were not responsive. The insulin pump may have been exposed to water. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no battery alarms were noted. However, the insulin pump had a corroded battery tube. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.